Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device would not fire. There was no patient injury.